Event description:
A health professional reported that there was no irrigation fluid during the phaco surgery. The unit system did not display any system message. Lens fragments had to be removed with another program ("cortex" program), using bimanual irrigation and aspiration. The cassette or the pipes were not changed. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the returned sample was visually inspected and no obvious defects were found. A system console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune successfully. The irrigation and aspiration pressure were measured and found to be within specification. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The root cause of the customer's complaint could not be established; the returned sample met specifications.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) shows the product was released per specifications. A sample was expected for this investigation but has not yet been received. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause.